Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (1 mg/ml at 0.54 mg/day), morphine (5 mg/ml at 2.7007 mg/day), fentanyl (500 mcg/ml at 270.07 mcg/day), and clonidine (100 mcg/ml at 54.014 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had an MRI yesterday and the hcp was checking the pump logs today. The logs showed a motor stall at the time of the MRI but no recovery. The patient had no symptoms and had not heard the pump alarming. During the call, the hcp interrogated the pump again and the motor stall recovery was noted in the logs. It was reviewed with the hcp that this was consistent with telemetry state.